Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced sepsis ("sepsis"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and sepsis outcome was unknown. The reporter considered device dislocation and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\ the essure device was floating on the omentum in the pelvic cavity') in a 26-year-old female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced sepsis ("sepsis"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and sepsis outcome was unknown. The reporter considered device dislocation and sepsis to be related to essure. Lot number: 50512935, manufacturing date: 2010-05, & expiration date:2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\ the essure device was floating on the omentum in the pelvic cavity') in a 26-year-old female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced sepsis ("sepsis"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and sepsis outcome was unknown. The reporter considered device dislocation and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: fu 2 & 3 proceeded together. Mr received: reports were added. Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.